Event description:
The user facility reported there was water leakage from the tracheal intubation fiberscope. There was no report of patient harm or user injury due to the event. The device was sent to an olympus service center for evaluation. The device inspection confirmed the leak. Additionally, service found the image guide (ig) insertion tube coating peeled off. This report is being submitted for the reportable malfunction (peeling of the ig insertion tube coating) identified during the evaluation.

Manufacturer narrative:
During inspection and testing, the coating of the ig tube was found to be peeling off due to deterioration. Further device inspection and testing found the adhesive rubber was pierced and chipped. The bending control section was cracked, and the bending angulation was out of specification due to a stretched angle wire. The image guide bundle was dirty. Several components exhibited scratches and surface damage due to physical and chemical stresses. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to correct aware date of the initial MDR from feb 1, 2022 to january 30, 2022, and to provide additional information based on the legal manufacturer's investigation. The device was not returned to the manufacturing branch center (mbc) for further evaluation. However, mbc reviewed the device history record (DHR) and confirmed that the device was shipped in accordance with its specification. Based on the repair history review, the insertion section and cover glass unit were exchanged on (B)(6) 2021. A review of the complaint database showed one similar complaint from the same user facility. The legal manufacturer could not determine the root cause of the reported event; however, mbc presumed from that the coating of the insertion tube was peeled off likely due to stress from repeated use, external factors, or handling.